Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the battery cap had stripped threads and was not able to secure properly to the pump, causing loss of power to the pump. The reporter stated the battery cap had been replaced one-to-three months ago. The reporter denied damage to the insulin pump and denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.